Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused. Device not available.

Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. - 2 events had patient involvement; no patient impact.